Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was admitted in the emergecy room (ER) for a bladder neck contracture, where a catheter was placed, damaging the cuff. A surgical procedure was performed to remove the component and implant a bigger cuff, allowing the urethra to heal. A revision surgery will be performed a later date to replace the cuff with one of the proper sizes.